Event description:
It was reported by the attorney that the plaintiff underwent a three vessel aortocoronary bypass surgery in 1995 where ethicon sutures were used. The attorney alleges that the plaintiff underwent a second procedure approx one month later for the debridement of a sternal wound with a partial ostectomy and removal of two wires. Reportedly, a third procedure for the debridement of the sternal wound and pectoralis flap was performed in 1996.